Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine device follow-up, the automatic set-up was performed. It was noted telemetry was poor and the automatic set-up took much longer than normal. Then the device unexpectedly selected the alternate vector. A new automatic set-up was tried but again took a long time, so the device was manually programmed to the primary vector that had been in use since implant. Device data was submitted to technical services to see why the device picked alternate. Review of the programmer log files confirmed automatic set-up took longer due to telemetry retries. Additionally, the alternate vector was selected because there were no valid results for the primary and secondary vectors, giving them a score of zero, due to the poor telemetry. The reason for the telemetry issues could not be determined. Technical services agreed with the decision to manually program the vector to primary and recommended performing the automatic set-up at the next routine device check. No adverse patient effects were reported.